Manufacturer narrative:
Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads (one capped, one active) and a right atrial (ra) lead. The patient no longer needed the device and wanted it removed. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. It was noted that all three leads were bound together in the ra. Using spectranetics glidelight laser sheath and spectranetics visisheath dilator sheath devices, the active rv lead was successfully removed first. Second, the capped rv was successfully removed. The ra lead was in the right atrial appendage and once removed, the patient''s blood pressure dropped. A pericardial effusion was seen via transesophageal echocardiography (tee), and a pericardiocentesis was performed, along with a drain. However, the effusion was not going down. A sternotomy followed and a right atrial appendage perforation was discovered. The repair was successful and the patient survived the procedure. This report captures the lld providing traction to the ra lead when the right atrial appendage occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.